Event description:
On (B)(6) 2022, the patient was treated for a abdominal aortic anuerysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis with active control system. Although patient anatomy was good for the procedure, the gate of the device kinked when it was deployed. Efforts were made to unkink the device, including repositioning, but the kink remained. Eventually, the physician converted to an aui. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications images were returned for evaluation. The evaluation stated: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Image received via email, 3 jpgs. Image cannot be manipulated in anyway. Unable to confirm kinking with available images.

Manufacturer narrative:
H1: type of event revised from product malfunction to serious injury.

Manufacturer narrative:
B1: revised to serious injury. G3/g4: corrected 510(k)PMA number from p020004 to p20003.